Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration (partial clip movement). The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided the recurrent mr was due to patient and procedural condition as it was reported that the physician stated that the recurrent mr was due to progression of disease and the angles of the clip. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to reduce mr. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report migration, recurrent mr, intervention. It was reported that this was a mitraclip procedure to teat functional mitral regurgitation with a grade of 4. The index procedure for this patient was on (B)(6) 2020 and 2 clips were implanted (00304u133 and 00302u171), reducing mr to 1-2. On (B)(6) 2021, mr had increased to grade 4. Both clips were noted to be stable on the leaflets; however, the clip on the a2p2 was noted to have angles of 10-15 degrees instead of 5 degrees. The physician stated that the recurrent mr was due to progression of disease and the angles of the clip. Therefore, one nt clip (01008u131) was implanted, reducing mr to grade 2. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.